Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door after resetting up treatment due to a fill complication encountered alarm occurred. Fluid was also discovered during set up in step 1 after drying out the inside of the cassette door. The patient was having a hard time opening the door. The patient rebooted the cycler and was able to open the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Force gauge test passed. Safety clamp test passed. Valve actuation test passed. System air leak test passed. Post-accelerated stress test (ast) hours 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door after resetting up treatment due to a fill complication encountered alarm occurred. Fluid was also discovered during set up in step 1 after drying out the inside of the cassette door. The patient was having a hard time opening the door. The patient rebooted the cycler and was able to open the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but has not been obtained.